Manufacturer narrative:
Method: device not returned. Results and conclusion: no conclusion can be drawn. The device is not being returned to the MFR for eval and info about this event is limited at the time of this report.